Event description:
Rptr has experienced many symptoms including: nerve pain, rash, sleep disturbance, fungal infections, numbness, swollen lymph glands, and autoimmune disease. Rptr also believes that the implants have migrated.